Manufacturer narrative:
Citation: mcgrath t dissecting intramyocardial hematoma after robotic mitral valve repair. Ann thorac surg. 2015 mar;99(3):1048-51. Doi: 10.1016/j.athoracsur.2014.04.134. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old woman with medical history of severe mitral regurgitation who underwent implantation of medtronic 33mm duran annuloplasty band. Subsequently, the annuloplasty band was replaced with 27mm duranband due to moderate mitral regurgitation. The serial numbers not provided. Transesophageal echocardiogram (tee) revealed dissecting intramyocardial hematoma (dih) which was conservatively managed with transfusions of fresh frozen plasma, platelets, cryoprecipitate. No additional adverse patient effects or product performance issues were reported.